Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's fraction of inspired oxygen (fio2) was inaccurate, the vent was alarming that it was not ventilating, and the error log showed compressor runtime data error and compressor output low. It is unknown if there was any patient involvement.